Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the welt/swelling was around the pump catheter on the right flank. A catheter dye study was performed on 2/21/13 and results were the catheter was intact and patent. It was noted the patient did not require hospitalization and the outcome was indicated as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient reported they got sick from morphine. The patient was in the hospital at the time. The patient's legs "started shaking real bad". The patient had a "huge welt" the size of a softball over the area where the catheter went from the spine to the pump. The welt had been there for months, was painful and caused sciatic pain. Patient did not think it was affecting the pump but was not sure as the patient "kept on falling down". The patient got "banged up pretty bad because my knee kept on collapsing, and that was from the military". The patient's back and legs were hurting and they had ear pain. The patient did not feel the medication come into his body. The patient had experienced some pain relief but 1-1.5 hours later the pain was back. Patient reported using marijuana "every once in a awhile" to help. The pump was delivering dilaudid. Additional information has been requested but was not available at the time of this report.